Event description:
The customer reported to olympus, the high frequency unit "esg-400" encountered error e433 while attempting to connect a bipolar instrument. The issue was found during procedure, and the therapeutic procedure (cholecystectomy) resumed immediately after 2 minutes. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. During the incoming inspection was found: the device didn't start up (black display), inside the device loosened batteries, a loose pc embedded and no connected ground cable on the top cover. After starting-up the device showed error e433, it¿s caused by a defective generator board. In addition, the following non-reportable malfunctions were found during the device evaluation, damaged flat cables, outdated software. The software will be updated. The footswitch 1808-1098 is damaged and nonrepairable condition. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).